Manufacturer narrative:
The previously reported percutaneous lead (driveline) replacement is covered under MFR# 2916596-2017-01677. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system was producing pump stoppage alarms. The patient had called the previous day to report low speed advisory and low flow alarms when on batteries and 2 pump stoppages when on the mobile power unit. A percutaneous lead (driveline) replacement had been previously performed on (B)(6) 2017. On (B)(6) 2017, the patient was admitted and the lvad system was connected to on a grounded power module patient cable and the lvad system produced pump stoppage events and low flow alarms. The lvad clinician suspected that there may be an internal break in the driveline. The patient was placed on an ungrounded patient cable. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. According to the technical service representative, the entire external portion of the driveline was previously replaced and there would not there would not be enough length of the driveline remaining to perform a second replacement. On the morning of (B)(6) 2017, the patient reported feeling a heavy sensation in his chest when getting up to stand on the scale. This sensation resolved quickly. In reviewing the log file history, the data contained a pump stoppage event and low speed advisory alarm at 0621. A second log file was reviewed by the technical service representative and a pump stoppage event on (B)(6) 2017 was confirmed. Additional information was requested but was not provided.

Manufacturer narrative:
Correction yes for product received. The reported low speed operations and pump stops were confirmed per the evaluation of the submitted system controller log file. However, the suspected driveline damage was not confirmed during the evaluation of the left ventricular assist system (lvas). A submitted log file confirmed low speed operations and pump stops between (B)(6) 2017 to (B)(6) 2017. On the morning of (B)(6) 2017, the patient reported feeling a heavy sensation in their chest when getting up to stand on the scale. This sensation resolved quickly. A submitted log file confirmed new pump stops and low speed operations on (B)(6) 2017. The patient was transplanted on (B)(6) 2017 and the pump was returned for evaluation. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. There was no evidence of deposition or thrombus formation in the pump that would have contributed to a functional issue. The pump was returned with the driveline cut approximately 2 inches from the pump housing, and the severed portion of the driveline was not returned. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. The metal shielding was detached from the pump housing, but no damage to the metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information provided confirmed that the patient was 1a on the transplant list due to device malfunction of a driveline compromise and received a heart tranplant on (B)(6)2017.